Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) indicating that they were not sure of the cause of the eos. The patient's device was overdischarged. It was unknown if any previous overdischarge led to an eos. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for complex regional pain syndrome type I reported via the manufacturer¿s representative (rep) reported due to lack of charging the device reached end of service (eos). A ¿power on reset¿ was tried but this didn¿t resolve the issue. No surgical intervention was planned or took place, and it wasn¿t known what actions were taken to resolve the eos. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.